Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the power system errors were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed power loss due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, the pump was monitored and functioned properly. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm and was having a low battery often. Customer completed troubleshooting. Blood glucose level at the time of the incident was 392 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been reported in this report.

Event description:
It was reported via phone call that the customer's (B)(6).